Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was unable to connect to the network. A field service engineer confirmed that customer it has resolved the network issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system was unable to connect to the network. The customer successfully retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.